Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) heard beeping tones. The battery was check and it was noted to be fine. Upon review, technical services (ts) discovered there was an out-of-range shock lead impedance measurement measuring 126 ohms. Ts confirmed that the beeping function was turned on therefore, this is expected behavior of the device. Ts discussed lead trends and provided re-programming/ troubleshooting options. At this time, the ICD system remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedances, eventually going out of range. Technical services discussed options including adjusting shock programming. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) heard beeping tones. The battery was checked, and it was noted to be fine. Upon review, technical services (ts) discovered there was an out-of-range shock lead impedance measurement measuring 126 ohms. Ts confirmed that the beeping function was turned on therefore, this is expected behavior of the device. Ts discussed lead trends and provided re-programming/ troubleshooting options. At this time, the ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) heard beeping tones. The battery was check and it was noted to be fine. Upon review, technical services (ts) discovered there was an out-of-range shock lead impedance measurement measuring 126 ohms. Ts confirmed that the beeping function was turned on therefore, this is expected behavior of the device. Ts discussed lead trends and provided re-programming/ troubleshooting options. At this time, the ICD system remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedances, eventually going out of range. Technical services discussed options including adjusting shock programming. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) heard beeping tones. The battery was check and it was noted to be fine. Upon review, technical services (ts) discovered there was an out-of-range shock lead impedance measurement measuring 126 ohms. Ts confirmed that the beeping function was turned on therefore, this is expected behavior of the device. Ts discussed lead trends and provided re-programming/ troubleshooting options. At this time, the ICD system remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedances, eventually going out of range. Technical services discussed options including adjusting shock programming. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.